Event description:
It was reported that the trigger of the device did not worked as intended. When trigger was pushed both implants were deployed simultaneously. No patient injuries were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed t1 is free from the needle and t2 remains in its customary pre-deployment position on the delivery needle. The actuator is in its post t1 deployment position indicating a trigger advancement and deployment of t1. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended, t2 deployed as intended. The device was not returned in the condition of the reported complaint of simultaneous deployment. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that the trigger of the device did not worked as intended. When trigger was pushed both implants were deployed simultaneously. A backup device was available to complete the procedure with no significant delay or patient injuries.